Event description:
The customer contact reported that during testing at the user facility, no flow was noted. The customer contact reported that a three-way stopcock was connected to the clave port on the tubing set. An unspecified device was connected to a port on the three-way stopcock to infuse solution; at that time no flow was noted. There were no reported adverse patient effects and no reported delays of critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The tubing set is being returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.